Event description:
Same patient as: 2939204-2009-00720, 2939204-2009-00695. It was reported that one day post procedure, the patient suffered a hemorrhagic stroke related to reperfusion of ischemic cortex and subsequently died. The lesion was located in the left middle cerebral artery. An unknown apex balloon was advanced to the lesion in the left middle cerebral artery. The balloon was inflated twice to nominal pressure, but residual stenosis remained, so the balloon was inflated to nominal pressure a third time. This resulted in significantly improved flow through the carotid artery and the middle cerebral artery. A 4.5x20 mm wingspan stent was advanced to the lesion and deployed. A second 4.5 x 20 mm wingspan stent was advanced; however, some resistance was felt and the physician deployed the stent with no overlap to the first. At this point delayed flow to the internal carotid was noted due to vessel spasm around the guide catheter. In order to treat the vasospasm, 80 mcg of nitroglycerin was infused just below the spasming vessel segment. Flow improved and no distal emboli were noted. Less than 24 hours later the patient was noted to be less responsive and pale and was no longer moving her right side. CT revealed that the patient had a large 5 x 5x 9 cm hemorrhage in the left middle cerebral artery. The patient was emergently intubated and given protamine to reverse any heparin. Post intubation the patient was completely flaccid, but had positive brainstem, corneal and gag reflexes. Her blood pressure was noted to rise and nicardipine was started. Shortly after she required neo-synephrine to maintain her blood pressure. At this time care was withdrawn, the patient was extubated, all medications were stopped and the patient was placed on morphine until she expired. It was noted that the patient's blood pressure the night before, the hemorrhagic stroke was not elevated, and she was on minimally elevated therapeutic levels of heparin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.